Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the ins didn't seem to be doing anything at all for the patient and the patient was concerned because all of a sudden they started having problems with their symptoms returning. Patient also reported that they stopped feeling stimulation and was having problems like they did before having the ins implanted. There were no falls or trauma. Patient mentioned this past week and weekend was terrible. During the call, patient was on 1.4, and then increased to 3.8 but was still not feeling stimulation. Patient reported the batteries in the patient programmer was new. Patient confirmed being on 3.8 on program 3 and had been on program 3 since implanted, and never had a problem. Patient increase further to 5.0 and started feeling like they did when they were at 1.4. It was reviewed that patient could increase stimulation if they didn't see changes in symptoms after a few days and that they could change programs if program was no longer effective. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient did not know the cause of the sudden return of symptoms but she had sudden urgency and frequency too. The patient stated that the issue was resolved when she increased the stimulation. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient stating that their return of symptoms and problems have mostly resolved. They have had to increase again and then decrease. They were currently at 7.5. No further complications were reported.